Manufacturer narrative:
(B)(4). The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition for an unknown duration. A lead fracture was suspected, however, was not confirmed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.